Manufacturer narrative:
Field service engineer (fse) evaluated the instrument. The fse found that the thermoelectric module was defective and had caused the heatsink component to charr. The fse replaced the defective heat sink assembly, which resolved the reported issue. The beckman coulter internal identifier for this event is (B)(4). Additional information: initial report had a failed acknowledgement that was not identified when originally submitted. The initial report required a supplemental. The supplemental was submitted successfully with no initial report as reference at the agency. It was brought to the attention of beckman coulter in the form of an inquiry from the FDA on (B)(4) 2019. The supplemental has been attached for reference although the information provided in the supplemental has been incorporated into this submission. (B)(4).

Event description:
The customer reported the optima xpn 100 centrifuge was generating temperature errors. No smoke, fire, or burning smell was reported. There was no death or serious injury related to this event.